Manufacturer narrative:
The device was evaluated by a field svc technician. The power cord was replaced and the neptune was returned to svc after passing tests.

Event description:
It was reported that the power cord was burned and the wires were exposed. There was no pt involvement and no adverse consequences related to this event.